Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had button error alarm. The customer was not able to pass self-test. The device will be return for analysis.

Manufacturer narrative:
Device received with same audio tone when switching from volume, hardware low level failures error was present in the device trace download, hardware low level failures error alarmed during self test and device received with intermittent button response on the down arrow button due to broken traces on keypad assembly.